Event description:
Per the clinic, the patient experienced loud beeping noises, tinnitus and subsequent loss of connection to the internal device. Reprgramming and troubleshooting attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026 and the patient was re-implanted with another cochlear device during the same surgery.